Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. (B)(4). A review of the device history record: device history lot: part number: sd800.440, lot number: h837672, supplier lot number: n/a. Manufacture date or release to warehouse date: 02/13/2019. Expiration date: n/a. Supplier/manufacture site: (B)(4). No ncrs were generated during production of lot number h837672. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Raw material part number: 42031, raw material lot number: 7169629. Raw material heat number: 4511681136. Raw material supplier lot number: 4511681136. Manufacture date or release to warehouse date: 01/09/2013. Expiration date: n/a. Supplier/manufacture site: (B)(4). No ncrs were generated during production of raw material lot number 7169629. Review of the device history record showed that there were no issues during the manufacture of the raw material that would contribute to this complaint condition. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of the product or the raw material that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the polyetheretherketone (peek) implant had to be removed due to infection. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This complaint involves an unknown number of devices. This report is 1 of 3 for (B)(4).